Event description:
This MDR is related to acuvue oasys for astigmatism. I have worn the same manufacturer and model of this contact lens for almost 20 years without issue. Recently, the packaging was changed from blue and white to teal and orange. Since wearing the contacts in the new packaging, I have had severe redness. When I stop wearing the lenses in the new packaging, the problems go away. When I wear the contacts in the new packaging, I have serious redness on the same day. I can wear the same contacts in the old (blue and white) packaging without issue. I have seen my doctor several times and have since been diagnosed with glare from using the lenses in the new packaging. I required prescription eye drops to improve these symptoms. There is a reddit thread of many others who have similar problems associated with the products in the new packaging. Reference report: #mw5158763.